Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, the generator connected to vessel sealer extend instrument was not working. The led indicator turned red and stopped. The site tried to power cycle the unit however the issue remained. The site moved the vessel sealer to the erbe generator to continue the case. Intuitive surgical inc.(isi) technical support engineer (tse) reviewed the logs and verified some electrosurgical unit (esu) communication issues. Tse instructed the site to perform a hard power cycle the e100, turn the unit off, flip the switch in the back to the "0" position and reseat the power cord. Upon power up the led turned white but then turned red shortly after. The procedure was completed as planned with no reported injury.is followed up with the initial reporter and obtained the following additional information: site had the vessel sealer plugged into the erbe which randomly turned red. It was used like that a couple of times then site shut down the system and restarted it. Upon restart, the issue occurred again. Site plugged in the vessel sealer into the erbe to continue the procedure. E-100 was turned off from the back and when it was rebooted, the issue reoccurred. Site unplugged it for 30 minutes and when turned on , it was able to be used for the rest of the day without issues but then issue occurred again a couple of days later. No issues with sealing were noted.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator due to the e100 light would turning red. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed onto the test system it worked fine with vessel seal instrument installed. Vessel sealer extend instrument was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked without any issue. The complaint was not confirmed by failure analysis.